Manufacturer narrative:
(B)(4). The serial number on the returned sample is el32999. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the serial number of the returned sample. Returned with the sample was the supplied 40cc inflation driveline tubing, two (2) 0.025" guidewire, teflon sheath w/sidearm, teflon sheath w/dilator assembly and a pre-dilator. No damage or abnormalities were noted to the returned components. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. A packaging retention sleeve was noted reinserted on the iabc bladder near the distal end of the bladder. The visible section of the bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged, the entire flex tip assembly was noted separated and no longer attached to the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 37.7cm from the iabc luer end. A kink to the iabc central lumen was noted at approximately 69.8cm from the iabc luer end. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The sample was likely cleaned prior to the re-turn. Furthermore, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the oneway valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The packaging retention sleeve was removed from the iabc bladder without any difficulty. Upon removal of the retention sleeve, the iabc bladder appeared typical with no visual damage or abnormalities noted. A small amount of dried blood was noted within the bladder near the iabc distal tip. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/ separated central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) leak sites, consistent with contact from a sharp object were noted approximately 1.6cm, 1.8cm and 13cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 37.9cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire could not advance at approximately 69.8cm from the iabc luer, which is the location of the previously noted kink. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "mid to distal tip of balloon was not inflated after insertion" is confirmed based on visual inspection. During the investigation, the iabc central lumen was noted damaged near the tip and found no longer attached to the central lumen flex tip assembly. During functional testing, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. Unrelated to the re-ported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "mid to distal tip of balloon was not inflated after insertion". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4) the reported complaint that "mid to distal tip of balloon was not inflated after insertion" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "mid to distal tip of balloon was not inflated after insertion". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "mid to distal tip of balloon was not inflated after insertion". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.